Event description:
The manufacturer received information alleging a ventilator service required alarm occurred related to a failure of the oxygen blending module. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred related to a failure of the oxygen blending module. There was no harm or injury reported. The device was evaluated by the manufacturer's product investigation laboratory (pil) and complaint was confirmed. The device's oxygen blending module board was replaced to this issue.